Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that when the patient put the device on, the monitor would not power up and was emitting a 'screeching' noise. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. As received, the monitor was resetting. Upon evaluation, there was a segmentation fault while performing the flash memory test. The cause of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.